Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt was diagnosed with atherosclerotic cardiovascular disease with non-st elevation myocardial infarction. The 90% stenosed lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm maverick balloon. A 2.50x16mm taxus express2 drug eluting stent was successfully deployed at 12 atms' leaving a residual stenosis of 0%. Pt was non-complaint with all of her medication. Six days after the initial stent placement, the pt presented with an acute myocardial infarction. Testing showed the proximal lad was totally occluded at the previous stent site. Medications given pre-procedure: heparin, integrilin, nitroglycerin. Medication given during the procedure: benadryl, versed, heparin, morphine, the lad was successfully opened with a 2.5x20 mm maverick balloon. The balloon was 1st inflated to atms for 20 seconds. Three more inflations were made at 6 atms for 60 seconds. A 2.50x24 mm taxus express2 drug eluting stent was placed distal to, and slightly overlapping the previously placed stent. The stent was inflated 7 times to 2-16 atms for 6-60 seconds. No additional pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.